Event description:
Two employees were transferring a male resident from a chair to a bed using a pt lift device. When the resident was positioned over the bed, employee 1 started lowering the resident, the lift tilted forward causing employee 2 to fall backwards onto the floor while trying to ensure the resident did not fall off the bed. Employee 2 sustained a strain to her lower back and groin. The lift was removed from the floor and taken to the facilities maintenance for inspection. The facilities maintenance inspected the unit. The lift had no apparent damage but it was noted that the threads on the screw attaching the leg spread mechanism were stripped and the screw was loose. The facilities maintenance ordered and replaced the screw. The lift was returned to the floor.